Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended, or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. There were no non-conforming reports (ncrs) initiated for the lot or anomalies identified in the device history record review. (H6c, h6d, h6e).

Manufacturer narrative:
No product was returned for investigation. Device evaluation including root cause analysis is in progress. The cause of the reported problem could not be determined. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.

Event description:
It was reported that after cleaning trach, cuff presented a yellow green discoloration. Patient has not been sick, no med changes were reported, same cleaning was done in nicu (newborn intensive care unit). Additional information received on 19-oct-2022 via email and attached to complaint object: the issue happened after use, after cleaning of the trach. No patient injury was reported.